Manufacturer narrative:
Additional narrative:  (B)(4). Investigation summary no device associated with this report was received for examination. Device history lot cb7f11000 device history review the order was put on hold at the jet spray/micro inspect phase, and a part from the lot was scrapped due to a damaged taper. Apart from this hold, no abnormalities or deviations were identified during the DHR review. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018: asr implant sticker sheets and litigation records received. Litigation alleges injuries, increasing pain in his hip which worsened and prevented him from weight bearing, and elevated levels of cobalt and chromium. It was also indicated that the plaintiff suffered from emotional distress. Doi: (B)(6) 2008 ; dor: not reported, (right hip).